Event description:
Caller alleged discrepant results compared with the lab. Results as follows; date: (B)(6)2010, inratio: 0.8, lab: 2.1, inratio: 0.9. Lab: 2.1, date: ng, inratio: 1.9, lab: ng. This event is considered adverse because the doctor gave patient lovenox due to the low readings received.

Manufacturer narrative:
Investigation pending.